Event description:
It was reported that during the implant, once the right atrial (ra) lead was placed, that the physician elected to remove the lead due to diminished sensing and high thresholds. However, when attempting to retract the helix, the helix would not completely retract. The physician then attempted to pull out the lead but the lead appeared stuck in the tissue so the lead was abandoned and another lead was placed. No patient complications have been reported as a result of this event.